Event description:
This lead was implanted on (B)(6)2015 and remains implanted at this time. A procedure form stating that this lead was use as temporary pacing wire. The physician was dr.(B)(6). At (B)(6)hospital no other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).